Event description:
No new additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h2, h4, h6, h11. The reported event was not confirmed as the results of microbiological testing were not provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the scope tested positive for 1-9 and 10-100 colony forming units (cfus) of acinetobacter ursingii. Then tested positive for 1-9 and 10-100 colony forming units (cfus) of microbacterium oxydans. Also, tested positive for 1-9 colony forming units (cfus) of staphylococcus epidermidis and then 10-100 colony forming units (cfus) of exophiala dermatitidis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.